Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) emitted beeping tones. Interrogation of this device demonstrated a >125 ohms shock impedance on the transvenous defibrillation lead, following the delivery of 5 tachy shocks. A guidant technical services (ts) consultant discussed possible sources for the observation, including a loose connection or lead crush. Further evaluation was recommended. There have been no reported symptoms associated with this clinical observation.